Event description:
It was reported that the customer experienced cartridge alarms during the load process, increasing in frequency. There was no adverse impact to the customer's blood glucose level. Technical support reviewed the situation and recommended trying supplies from a new box. The customer appreciated the support and agreed to follow the recommendations, with the option to call back if the issue continues.